Event description:
Reportable based on device analysis completed on 23jun2025. It was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon failed to cross in the calcified lesion. The procedure was completed successfully using an alternative method. No patient complications were reported. However, device analysis revealed a pinhole leak at 1mm proximal to the distal markerband.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.